Manufacturer narrative:
This report is submitted on march 04, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to unspecified medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection and necrosis at the implant site, exposing the receiver/stimulator (specific date not reported). Subsequently, the patient was treated with antibiotics (specific type, date and duration not reported). This report is submitted on july 13, 2022.